Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While evaluating a returned therapy pca, it was identified by an authorized technician that the pin 10 on the transformer t2 was not making contact with the pad. There was no patient involvement. The therapy pca was returned to the failure analysis lab for evaluation. An operational check was run. At the end, the message ¿operational check passed¿ displayed confirming the fixture is ready for use. Then, the therapy board under test was placed on the fixture, and turned on while the xl+ therapy knob was set to monitor. The unit powered up normally but displayed inop message ¿therapy disabled ¿ run op check¿ the status of the ready for use (rfu) indicator was observed and found to be a red flashing hourglass w/chirp indicating that the device is not ready for use. An operational check was run. The test automatically failed the ¿charge¿ and ¿shock¿ button test, and failed the ¿therapy¿ test when the sync button was pressed. When the test had completed, the message ¿operational check failed¿ was displayed, and also displayed a red ¿x¿ on the rfu indicator. Verifying the isolated power supply voltages revealed that tp68 (-13vdc) was 0v. This was traced back to transformer t2, where it was observed that pin 10 was not making contact with the pad. After correcting this issue, the op check was re-run. When the test had completed, the message ¿operational check passed¿ was displayed confirming all tests passed. The reported problem was verified and/or duplicated .